Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional inspection of all three instruments determined the timing was disrupted. All instruments deployed the tacks but the did not seat properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may be the result of an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a robotic laparoscopic sacrocolpopexy procedure. The problem with the device started with the first tack that was fired during mesh fixation. The tacking device misfired. Due to this, the surgeon tried to pull one of the tacks that was partially fixated to the patient. The tack fell. Did not leave tacks in the cavity. Had to suture the mesh to the site instead of using the tacking device. The incident extended the case in a total of one hour. An x-ray was performed to locate the disengaged tack. .there was no injury to the patient due to the incident.